Event description:
It was reported that a programmer sometimes shut down by itself and didn't start anymore.

Event description:
It was reported that a programmer sometimes shut down by itself and didn't re-start anymore.